Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was "failing with errors 99 and 4020" (pads ECG related error). There was no patient involvement.